Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery spatula was not recognized. The procedure was continued as planned with no reported injury.